Event description:
Reference number (B)(4). Event occurred in germany. On an unknown date, the patient partner reported that the infusion site was swollen and hardened in approximately 3 cm of the radius and the area was slightly sensitive to pressure but not reddened and hot. The patient was referred to a physician. No further information available.